Event description:
It was reported the patient experienced a warm feeling at the stimulator pocket following implant; a "pins and needles" sensation. This occurred when the stimulation was turned on and when the stimulation was turned off. The patient contacted the physician. It was reported that the patient had picked her incision open. Improper wound care by the patient resulted in a post-operative infection. The patient refused any treatment and was non-complaint with incision care/antibiotics. The patient insisted to be removed. The outcome was reported as "no injury". It is unclear whether the patient had, or will have, explant surgery. Follow up information received reported that reprogramming was tried. The stimulator is located on the patient's side. The information indicated the patient could not successfully recharge even though the original complaint did not mention recharging was a problem.